Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed delivery accuracy test test at 0.08720 inches.

Event description:
The customer reported via phone call that they were in hospital due to diabetic ketoacidosis. High blood glucose of 511 and 574 mg/dl on (B)(6) 2018. Customer¿s current blood glucose is 478 mg/dl. Customer did experienced symptoms as a result of high blood glucose such as dizziness and nausea. The customer treated with the injections. Troubleshooting was done for high blood glucose. The drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.